Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with does not turn on was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries. A service history review found that the device has not been previously sent into service for the reported condition. However, during previous service the batteries and harness were replaced.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that will not turn on. This condition was found in the general patient ward upon power up. This had the potential to interrupt delivery. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.